Manufacturer narrative:
Correction to d9(product available to stryker) and h6(device code). The complaint couldn't be confirmed, since the returned image for evaluation don't matches the alleged failure. The investigation revealed the following: following our inspection of the x-ray images, we can confirm that one wire is no longer connected to the wire bolt. However, it is not possible to determine from the images whether the wire is broken or simply disconnected. No other abnormalities are visible. For a comprehensive evaluation, we kindly request that the material be returned to us. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported by the customer that there were four wire breakages on a frame. The wires broke at the interface with the wire bolt. The primary surgery was completed successfully. The patient was weight bearing and there were no falls or trips to cause the reported event. During the revision surgery it was reported that another wire in the proximal ring at the olive broke.

Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported by the customer that there were four wire breakages on a frame. The wires broke at the interface with the wire bolt. The primary surgery was completed successfully. The patient was weight bearing and there were no falls or trips to cause the reported event. During the revision surgery it was reported that another wire in the proximal ring at the olive broke.